Event description:
It was reported that during the procedure, a non-abbott guide wire was advanced past the moderately calcified, concentric, 99% stenosed target lesion in the moderately tortuous distal coronary artery to the posterior descending artery, followed by advancement of another non-abbott guide wire past the lesion to the posterior lateral artery. A 2.0x12 voyager nc balloon dilatation catheter (bdc) was advanced over the 1st guide wire and pre-dilatation was performed in the target lesion, followed by an intravascular ultrasound (ivus). A 3.0x12 trek rx bdc was advanced to the lesion and additional dilatation was completed via one inflation to 8 atmospheres (atm) for 15 seconds, then one inflation to 10 atm for 15 seconds. When attempting to retract the trek rx over the 1st non-abbott guide wire, resistance was felt between the two devices. With force applied against resistance, the trek rx was able to be retracted over the guide wire with the guide wire remaining in the anatomy. A 3.0x15 xience v stent delivery system was advanced and implanted followed by stent post-dilatation with the voyager nc, without issue, completing the procedure. There were no reported adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: guide wire: rinato, xtr, guide cath: launcher. (B)(4) - against resistance. The device was returned for evaluation and the reported difficulty was not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Because it was reported that force was applied to remove the rx trek against resistance, it should be noted that the instruction for use warns: if resistance is met during manipulation, determine the cause of the resistance before proceeding. If the resistance cannot be eliminated, remove the interventional devices as a unit. Continuing to advance or retract the catheter may result in damage to the vessels and / or separation or laceration of the catheter. Based on the information reviewed, there is no indication of a product deficiency.